Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer's current blood glucose value was 216 mg/dl. The customer was treated in hospital. The drive support cap was normal. High pressure test was performed and it was passed. The product was not returned for analysis.